Manufacturer narrative:
H6: per new information, previously reported patient code c76143 and imf code f26 are no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient stated that they have been in pain for 5 years and because the device is not working. Pt states the rep did not help him. Pt did not want the same rep or he will go with a different company. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on february 10, 2022. The rep reported that the ins had been in overdischarge and the patient hadn't felt stimulation in "many years". The patient was never able to complete a physician mode reset (pmr) because they couldn't wait in the office to do that since their spouse has dementia and was with them at that time. The pt hadn't met with any reps since then. The ins will be replaced on (B)(6) 2022. The patient did confirm they wanted the leads replaced since they were implanted in 1994; no device issues were reported with the leads.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that ins was at end of service. Rep was unable to unable to interrogate due to end of service. Patient was scheduled for a revision on (B)(6) 2021. His revision has been postponed until (B)(6) due to cardiac clearance. The patient stated that his battery had been dead for ¿4-5 years.¿ he said that rep had met with him at his pain physicians office during that time and had attempted to ¿restart it¿. He also said that he did not have the time to dedicate to the procedure due to his wife having senile dementia. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.